Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the devices have not been received for investigation. A follow up report will be submitted with eval results should the devices be returned.

Event description:
The customer reported a precedex drip was infusing at 0.2 mcg/kg/h ;(rate of 2.9ml/hour) on a pt in the ICU. When the nurse entered the room a full bag of precedex was empty. The vtbi noted on the pcu screen was 69 ml. There was no report of pt harm or medical intervention. No further pt or event info was provided.